Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735546, serial/lot #: -, ubd: , UDI#: ; product ID: 9735602r, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A0902 was coded for the pixelated screen. A110201 was coded for the system freezing. Multiple annex g codes were coded for this event. G02007 was coded for product 9735602r. G02004 was coded for product 9735546. H3, h6: the system was serviced in the field and the compact computer was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the whole screen looked pixilated and green sometimes. Mid case it froze. The nurse cut off the monitor and turned it back on, and it was still pixilated. They turned the system off and unplugged it from the wall, and then plugged it back in and it returned to normal. They reseated the emitter cords as well. In another case, reseating the green emitter cord appeared to help. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. Analysis found that the reported complaint of the pixelated display was not able to be replicated, but the display went blank for a moment during power up and also later during testing. Otherwise, the computer was fully functional while under testing. Analysis found that the reported event was related to an computer component issue. H6: fdm b01, fdr c13, fdc d02 that were previously reported are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.